Event description:
Patient reported, she has experienced erratic blood glucose of 48-348 mg/dl since april, 2012. She changed the infusion set and delivered insulin via infusion device or pen to treat hyperglycemia, and she ate or drank fast be to treat hypoglycemia. Last week, her diabetic specialist read out the infusion device and blood glucose meter and found the data was not identical. Patient reported, she no longer has trust in the products. The infusion device and blood glucose meter were replaced and requested for evaluation. The patient did not require treatment from a health care professional or second party to address the issue. No additional information was provided.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.